Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The left ventricular lead had become dislodged. The lead was explanted and replaced. There were no adverse events reported and the patient's condition post procedure was stable.